Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump turns on and off. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump had cracks. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.